Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that a patient who received a tm monoblock tibia on (B)(6) 2013, was revised on (B)(6) 2015 due to pain. It was noted that the patient's knee was revised to a precoat gsf size d minus cr femur, 12mm ac art, size 2 stemmed tibia, 2 x 5mm tibial augments and straight stem 15x 75mm and 29mm all poly patella.

Manufacturer narrative:
A review of the nexgen tm monoblock tibia's manufacturing record indicates that it was manufactured to specification. Additionally, the tibial component was found to be compatible with the femoral and patellar components (zimmer biomet warsaw design control). As surgical notes were not provided, it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Returned x-rays appear to show radiolucent lines under the anterior flange of the femoral component. Reported information indicates that all components were revised. Based on the information available, the root cause of the event cannot be determined; however, should additional information be received, this report shall be updated.